Event description:
Materials manager reported a home pt receiving chemotherapy experienced leaking at the filter. They stated they could see no defects on the filter. No pt injury or medical intervention was reported.